Manufacturer narrative:
(B)(4). Two actual units were received for evaluation purposes related to leak condition. Units were visually inspected. Evaluation was performed. Functional test was performed. During visual inspection, units did not present defects. Units results satisfactory to functional test; to pressure test at 8psi , and to clear passage at 8psi. The reported condition was not confirmed.

Event description:
Baxter sales rep phoned in a report on march 25, 2010 of an incident that occurred on (B)(6) 2010 of a leak at the male luer. The customer stated that all connections appeared to be secure. The leak was noticed immediately after connection. This incident occurred with the flolink standard bore catheter extension set, product code 2n9063, with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Two samples are available. No additional information was provided.